Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: I'm alerting you to (4) IV tubing leaks which occured on 8pe.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: I'm alerting you to (4) IV tubing leaks which occured on 8pe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes . D10: returned to manufacturer on: 28jul022. H6: investigation summary the customer reported leakage and returned one used 2420-0007. The sample had a note that there was an air bubble in the line and the medication leaked when the line disconnected. The sample was able to be primed with water, and infused without any air bubbles. The compliant could not be verified, and the root cause is unknown without an observed failure. We apologize that the failure couldn't be verified. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. This incident has been added to our database of reported incidents.